Manufacturer narrative:
Investigation - evaluation: the complaint device was returned and underwent visual inspection and functional testing. A review of the following was also completed to assist with the investigation: complaint history, device history record, manufacturer instruction, and quality control. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One stone extractor was returned for investigation. A visual examination noted the support sheath and basket sheath was severed 1 mm from the nose of the mlla (male luer lock adaptor) exposing coil. An evaluation of the device indicated that it appeared to have met resistance beyond its intended design. Based on the information provided and evaluation of the returned device, the root cause is considered product use or handling related to product receiving excessive pressure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that during preparation of an unspecified procedure, the user discovered that the basket would not open. The device in use was an ncircle tipless stone extractor. When the physician manipulated the device to check its function prior to the procedure/patient contact, he confirmed that the basket would not come out of the sheath to open. The physician replaced the defective device and was able to complete the procedure successfully. No harm to the patient nor did the patient experience any adverse effects due to this occurrence. No further information was provided.